Manufacturer narrative:
The insulin pump passed the operating currents, no unexpected low battery or battery out limit alarms noted during testing. The insulin pump passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus anomaly noted during testing. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had leak on the reservoir. The customer reported that the insulin pump was exposed to fluid. The customer reported that they received a battery out limit alarm. The customer reported that the bolus amount was not being recorded properly in the bolus history. The customer's blood glucose was 429 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed self test and the insulin pump passed. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump will be returned for analysis.